Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a worn-out connector unit. Olympus will continue to monitor field performance for this device

Event description:
The customer reported that his olympus evis exera iii xenon light source was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned; however, an initial evaluation has not yet begun. The investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.